Manufacturer narrative:
Event date: the exact dates of the cases presented in the literature article being reported are unknown. Complaint #1: the literature article reviewed the cases of two patients. Both patients suffered from various complications as a result of the procedures. This is report 1 of 2, covering the first patient. Refer to (B)(4) for report 2 of 2. The literature article "darsaut_interventionalneuroradiology_2014" is too large to attach to the record. A copy of the article is with sanda dracic (reporting contact). The subject device was not returned to the manufacturer.

Event description:
It was reported in a literature article that the microcatheter (subject device) and stryker guidewire were used during a procedure to coil an unruptured basilar artery using the retrograde balloon assisted coiling technique. Resistance was encountered as the subject device and guidewire were advanced and it was recognized that they had not been following the map of the distal cerebral artery. The subject device and guidewire were in the choroidal artery instead of the desired distal right powerior cerebral artery. Control angiography did not reveal any leak of contrast but it was impossible to retrieve the guidewire inside the subject device. Intra-arterial injection of milrinone and progressive gentle traction of the subject device were then attempted over fifteen minutes. Control angiograms were performed until a left carotid occlusion was noticed. This was likely due to the traction of the subject device and advancement of the non stryker guiding catheter over the subject device into a spastic segment of the cervical carotid artery. The guiding catheter was removed to re-establish left carotid flow, forgetting this would lead to forceful traction on the subject device fixed by the hemostatic valve. Control angiography from the right vertebral artery showed contrast extravasation from the pi segment of the right posterior cerebral artery. Treatment was performed by reversing heparinization, occlusion of the basilar artery with a non-stryker balloon, and coiling. Extravasation still remained in the pi segment but abated as catheterization of the right p1 was attempted. The procedure was completed. A post-procedural CT scan demonstrated a large volume subarachnoid hemorrhage. MRI of the patient two days post procedure showed bi-thalamic damage. Care was withdrawn. The device was analyzed and it was found that the subject device contained the guidewire, itself inside at least three contused and compressed vessel wall layers.

Manufacturer narrative:
A device history review could not be performed because the lot number of the device is unknown. Visual analysis and functional testing could not be performed as the device was not returned for analysis. Based on the information available, the cause of the reported friction and jamming of the device was not following the anatomy. The steps taken to retract the microcatheter and guidewire led to occlusion of the vessel. Forgetting the microcatheter and guidewire were attached to the guide catheter via the rhv (rotating hemostatic valve), it is believed that this action resulted in the vessel damage and the reported events because extravasation was noted after this. While the reported events are anticipated procedural complications, because the wrong vessel was cannulated, because the guide catheter was removed without realizing the microcatheter and guidewire were still fixed, and because of the medical professional conclusions, the cause for the reported complaint is believed to be related to use error.

Event description:
It was reported in a literature article that the microcatheter (subject device) and stryker guidewire were used during a procedure to coil an unruptured basilar artery using the retrograde balloon assisted coiling technique. Resistance was encountered as the subject device and guidewire were advanced and it was recognized that they had not been following the map of the distal cerebral artery. The subject device and guidewire were in the choroidal artery instead of the desired distal right posterior cerebral artery. Control angiography did not reveal any leak of contrast but it was impossible to retrieve the guidewire inside the subject device. Intra-arterial injection of milrinone and progressive gentle traction of the subject device were then attempted over fifteen minutes. Control angiograms were performed until a left carotid occlusion was noticed. This was likely due to the traction of the subject device and advancement of the non stryker guiding catheter over the subject device into a spastic segment of the cervical carotid artery. The guiding catheter was removed to re-establish left carotid flow, forgetting this would lead to forceful traction on the subject device fixed by the hemostatic valve. Control angiography from the right vertebral artery showed contrast extravasation from the pi segment of the right posterior cerebral artery. Treatment was performed by reversing heparinization, occlusion of the basilar artery with a non-stryker balloon, and coiling. Extravasation still remained in the pi segment but abated as catheterization of the right p1 was attempted. The procedure was completed. A post-procedural CT scan demonstrated a large volume subarachnoid hemorrhage. MRI of the patient two days post procedure showed bi-thalamic damage. Care was withdrawn. The device was analyzed and it was found that the subject device contained the guidewire, itself inside at least three contused and compressed vessel wall layers.